Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. The device evaluation found no malfunction. The investigation is ongoing. Additional information has been requested regarding this event. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus with the xenon light source there was an image abnormality when connecting the 290 series endoscope. According to email received from olympus field service engineer (fse) there was no normal image, and the object was not visible. The issue was found during preparation for use for a gastrointestinal endoscopy examination. The procedure was completed with another set of device, with no delay. There was no report of patient harm associated with the event.

Event description:
The costumer reported that the patient was not under anesthesia.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.